Manufacturer narrative:
Device is used for treatment, not diagnosis. J orthop trauma, 25:76¿83 device is an unknown screw, quantity 1. Cannot be determined without a part number investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
This report is being filed after the subsequent review of the following journal article: glassner, p., and tejwani, n. (2011, february). Failure of proximal femoral locking compression plate: a case series. J orthop trauma, 25:76¿83. The authors conducted a retrospective chart review of ten patients at level one trauma centers and tertiary referral hospitals who underwent open reduction and internal fixation with a synthes device, proximal femoral locking compression plate (pf-lcp). Seven case studies, average patient age 56.7 years (range, 36-72 years), were presented. A 65 year old female fell and sustained a comminuted, displaced four part intertrochanteric fracture of the left femur. Six weeks after repair with pf-lcp, radiographs showed considerable varus displacement and pf-lcp failure. The patient was revised to a left trochanteric femoral nail with helical blade and locking screw (synthes). Intraoperatively, one of the 7.3 millimeter locking screws had fractured which was removed with some difficulty. Twelve weeks postoperatively, the radiographs showed fracture healing and the patient was essentially pain free. The authors concluded that there appeared to be a high failure rate even though the devices were implanted by experienced surgeons. They indicated the implant failures may have been due to technical issues and patient factors. This is report 2 of 2 for complaint 74963. This report is for an unknown locking screw. A copy of the journal article is being submitted with this medwatch.